Event description:
It was reported that the asymptomatic patient had received an auditory alert regarding low atrial lead impedance. In clinic, noise was also observed on the lead. The noise could not be programmed out. Other electrical values were good. The patient would continue to be monitored.